Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices have not been received.

Event description:
The patient had an initial procedure on (B)(6) 2015 with a bifurcated stent and a suprarenal aortic extension. Reportedly, the patient had a type 3a endoleak and the physician elected to explant the devices. An open repair was completed on (B)(6) 2016. The patient is stable.

Manufacturer narrative:
Clinical evaluation: at the completion of the clinical evaluation, based on the information received, the following were confirmed: explant with conversion to open repair. The reported endoleak type iiia and final patient disposition could not be confirmed due to lack of medical information. The clinical assessment was based on no patient medical records and no patient imaging studies and adequate diagnostic photos. Root cause: based on the information available the root cause for the reported type iiib endoleak and subsequent conversion to open repair is likely due to hole(s) in the stent graft material indicating a loss of stent graft integrity. Clinical was unable to find evidence to reasonably suggest a contributing factor to the reported event due to limited available patient information. Corrected data - short description: updated. Contact office: updated.